Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the cath lab, while prepping the catheter, there were no problems found during the inflation test prior to use. A medikit sheath from one of our competitors was used with our catheter and inserted into the femoral vein. The 1 ml syringe was used from the kit. Upon inflating the balloon into the pulmonary artery ,the balloon ruptured and co2 gas leaked out. As a result, the balloon was removed and a new catheter was inserted into the same insertion site with the same medikit sheath since it was not removed. There was no report of patient death or injury. No medical/surgical intervention was needed. The patient outcome is good with no complications. Reference MDR #2242445-2011-00064 for the second event involving the same patient.